Event description:
On 06-sep-2024 palette life sciences received a notification from a [physician] in the united states. It was reported that "during the case (no palette representative present), the [physician] felt he was not in the perirectal fat and then redirected the needle and proceeded with the implant. [Physician] was happy with the final implant but concerned about how much product was injected into the incorrect space. [Physician] obtained an mr image and confirmed approximately 1cc of barrigel in the rectal wall. The patient did not report any issues post-injection. [Physician] contacted [palette life sciences representative] to inform of his plan to reverse the injection with hyaluronidase". [Physician] used hylenex for the reversal and reported that it "went excellent". Additional information received on 16-sep-2024 from the iu patient & physician support team indicated that "this rwi is grade 2".

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6)2024 palette life sciences received a notification from a [physician] in the united states. It was reported that "during the case (no palette representative present), the [physician] felt he was not in the perirectal fat and then redirected the needle and proceeded with the implant. [Physician] was happy with the final implant but concerned about how much product was injected into the incorrect space. [Physician] obtained an mr image and confirmed approximately 1cc of barrigel in the rectal wall. The patient did not report any issues post-injection. [Physician] contacted [palette life sciences representative] to inform of his plan to reverse the injection with hyaluronidase". [Physician] used hylenex for the reversal and reported that it "went excellent". Additional information received on 16-sep-2024 indicated that "this rwi is grade 2".